Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's ventricular tachycardia (vt) into ventricular fibrillation (vf) after delivering anti-tachycardia pacing (atp). The device terminated the arrhythmia with a shock. Technical services (ts) reviewed the reports and also noted that the device exhibited oversensing of noisy signals on the right atrial (ra) lead channel that resulted in false atrial tachy response (atr) episodes. Ts provided reprogramming options and troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.